Event description:
Reported by attorney. Plaintiff claims to have suffered serious bodily injury, including but not limited ti, extreme pain, erosion of her internal bodily tissue, dyspareunia, painful scarring, and other injuries.